Event description:
Additional information indicates that both of patients leads were fractured. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein both leads were explanted and replaced to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Further information has been requested but not yet received.

Event description:
Related manufacturer reference number: 3006705815-2023-05945. It was reported that patients experienced ineffective therapy, one of the patients lead has high impedances and the other lead needs to be repositioned. As a result, surgical intervention may be undertaken to address the issue.